Event description:
The user complained that medtronic 2-0 ticron sutures were used in her procedure, which resulted in adverse events such as non-healing of the site even after several months. The user states that the doctor who conducted her procedure might have used a recalled product and verbally mentioned that these products have some issues. However, there are no written documents, and the user did not receive detailed information about the lot of the product, except for the name of the suture used in her procedure from her medical record. The user believes that both the doctor and the manufacturer are responsible for the adverse events that occurred. She sought compensation from both the manufacturer and the doctor¿s office, but according to her, they either did not respond or neglected her request.